Manufacturer narrative:
Analysis was normal. No anomalies were found. The lead exhibited normal electrical characteristics.

Event description:
It was reported that the patient received hv therapy due to oversensing. X-ray showed the lead was dislodged. The patient reported that he had been doing some heavy lifting and digging. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.